Event description:
It was initially reported that the device did not grasp suture. Further communication with arthrex representative on 06/18/07, indicates that the device became stuck in soft tissue (deltoid muscle) and the surgeon pulled hard to remove it, causing the tip to break off. The surgery was converted to open to remove the tip, however, no further consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The evaluation of the actual device involved revealed the tip had broken, but no other issues were found. This device is designed to withstand a force of 10lbs before permanent deformation or breakage. When the device is used as intended, this value should not be approached. Event attributed to misuse.